Event description:
Patient's feeding tube was found laying on the bed next to the patient, outside of the abdomen. The balloon was no longer intact and appears to have been eaten away by stomach acid.